Event description:
Ligasure atlas quit working after about 15 uses. A second device was opened to complete procedure. Manufacturer response (as per reporter) for hand switching sealer/divider, ligasure atlas 20cmmanufacturer provided rga# for product return evaluation.

Event description:
Ligasure atlas quit working after about 15 uses. A second device was opened to complete procedure. Manufacturer response (as per reporter) for hand switching sealer/divider, ligasure atlas 20cmmanufacturer provided rga# for product return evaluation.